Event description:
It was reported during trial lead implantation the patient coded prior to the second lead being implanted. The trial was completed with one lead implanted and the patient did not have any adverse reactions.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.